Event description:
The following was reported to davol by the patient's surgeon: the patient's surgeon reports that he had implanted the patient with a ventrio st, on an unspecified date, during a complex ventral hernia repair. He stated that three months later the patient complained of severe pain in the area of the repair. The pt underwent explant of the mesh and the surgeon noted that the mesh appeared to be fine and there was no recurrent hernia or infection, nor was any add'l mesh placed.

Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Multiple attempts have been made to contact the surgeon for add'l info. No add'l info or product identifiers have been provided. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.